Event description:
The pt was wearing contact lenses on a 30-day continuous wear basis. The doctor reports the pt came in for an unscheduled visit with a red eye o.d. And history of light sensitivity, matter, and an uncomfortable eye the previous day. Diagnosis of recurrent anterior uveitis was made. The pt was treated and at a follow-up visit 5 days later, the condition had resolved. The doctor indicated the event was not contact lens wear or extended wear lens related and that the pt had a history of anterior uveitis.